Event description:
The customer reported that when weight is removed from the sensor pad there is no alarm tone. The customer reported that they tested the sensor pad with another working alarm and the results remained the same. There was no damage noted to the rj11 clip or creases on the sensor pad. There was no pt contact.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).